Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap colectomy, after placing the trocar, the surgeon put a 5mm device down the trocar; when the surgeon went to remove the 5mm device, it got stuck and was difficult to pull out of the trocar. As he pulled on the 5mm device, it would pull the entire trocar out of the patient. Pneumo was lost and they would have to apply significant counter pressure on the trocar to remove the 5mm device. They continued to use the device to complete the procedure. There was no patient harm.